Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There was a target lesion that was 12 mm in length and was located in the left main artery. A second target lesion was 26 mm in length and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, cougar guide wire and a jl3 guide catheter to access the lesion. A csi viperwire was advanced across the lesion and the oad was loaded onto it. While treating the lesion in the left main artery, a perforation was observed. The physician was able to tamponade the perforation via balloon angioplasty and then deployed a drug-eluting stent across it. The physician then performed pericardiocentesis, but the patients status started to decline. The patient was transferred to the or for emergent bypass surgery. Additional information was requested, but was denied by the facility.